Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn broke at the root of the extension tubing during use while withdrawing the needle. The following information was provided by the initial reporter, translated from chinese to english: "the nurse was preparing to perform a venipuncture on the patient. The root of the extension tube broke and blood was exposed during the withdrawal the needle."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn broke at the root of the extension tubing during use while withdrawing the needle. The following information was provided by the initial reporter, translated from chinese to english: "the nurse was preparing to perform a venipuncture on the patient. The root of the extension tube broke and blood was exposed during the withdrawal the needle."